Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 68-289 mg/dl. Reportedly, customer did not feel well. No additional information was provided.